Event description:
Abdominal abscess: the pt is a 66 year old male, (date of birth june 28, 1933) whose height is 73 in and weight is 77.7 kg. In january 1999, the pt underwent a sigmoid colectomy with colostomy and a subtotal colectomy with ileostomy. The pt was admitted to the hospital on september 21, 1999 for an exploratory laparotomy, lysis of adhesions, segmental sigmoid resection and ileorectostomy. At this time, the pt received three sheets of seprafilm. The sites of placement included the right abdominal sidewall, left abdominal sidewall, pelvic floor, large bowel, small bowel, bladder, under abdominal wall incision and the ostomy site. He was discharged on september 29, 1999 reportedly in stable condition. On september 30, 1999, the pt was readmitted to the hospital with a diagnosis of an abdominal abscess. A transrectal drainage was inserted with radiography CT guided into the intra-abdominal abscess. The physician noted the event as possibly related to seprafilm. (Serious, expected, possibly related).